Event description:
The consumer reported that the patient had a loss of therapy due to a gradual change in therapy or symptoms. The patient had nausea, bloating, and their blood sugars were off since (B)(6) 2016. The patient just moved and would have an appointment with a gastric health care provider (hcp) in (B)(6), but wanted their implantable neurostimulator (ins) tested before that. The consumer further reported that their diabetic hcp did not have time to check their device. The patient would have an appointment on (B)(6) 2016 and wanted a manufacturer representative present. The consumer later reported that the patient had a loss of therapy since 2015. The device had not worked for the past year and they were nauseous. The patient had been trying to find an hcp for the past year for replacement. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.